Event description:
The customer reported a constant tone, unresponsive buttons, an alarm and a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the mother board. No audio beep anomaly was noted. No moisture damage on the keypad trace was noted. The insulin pump had a cracked reservoir tube.